Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with extension tubing was broken at the clamp position.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7327622. Our records show that this is the only instance of a defective tubing occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly, unfortunately a physical sample could not be obtained for evaluation and testing. We try to reproduce this defect with 5 units of the actual process; nevertheless, no cut or leakage was noticed only stress marks in the tubing after clamped the slide clamp 20 times. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with extension tubing was broken at the clamp position.